Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed the programming option to turn accel and minute ventilation (mv) on with maximum sensing rate (msr) at 120 to match tracking. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).